Event description:
Customer reported on a bravo ph capsule that failed to attach and the patient subsequently had the capsule dislodged up into the oropharynx. In attempting to retrieve it, endotracheal tube was placed then it aspirated in the left mainstem bronchus. The physician was able to retrieve the capsule through bronchoscopy.